Event description:
Ascent reprocessed ethicon xcel blunt tip trocar 12 x 100mm h12lp. I am having a 75% breakage rate with the clip anchor and the suture tie down pegs. They are breaking, as scrub techs are assembling them and as the surgeon is attempting to tie down his suture. There is no way to see if plastic shavings are coming off or entering the surgical sight. Lot # 840848; this trocar is used in all laparoscopic cases. Dates of use: 2009. Diagnosis or reason for use: laparoscopic hernia; laparoscopic appendectomy/laparoscopic.